Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
The customer reported via phone call that the battery and reservoir compartment was cracked. The customer¿s blood glucose was 98 mg/dl. The customer stated that the reservoir is stays in place. The device will be returned for the analysis.